Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown surgery with the products in question. In the surgery, when inserting the locking screw 5.044mm into the plate, there was a fastening failure, and the screw head was found to be damaged and burred. At the surgeon's discretion, that screw was not used and another screw was inserted. The surgery was completed successfully without any problems with implant fixation due to the use of an alternative. There weas no surgical delay. X-ray confirmed that there were no pieces left in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history review a manufacturing record evaluation was performed for the finished device product code: 413.344s-15 lot number: 25135p0 the product was released on: 16 jul 2024 manufacturing site: jabil grenchen expiry date: 01 jul 2034 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.